Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler (B)(4), which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) and implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in murdoch, (B)(6). It was reported that the device was sent to the livanova (B)(4) facility, where a cleaning and disinfection procedure was performed successfully. It was stated that after the cleaning and disinfection procedure there was no growth of organism from the heater cooler systems 3t. Through follow-up communication, it was stated furthermore that the devices were not cleaned per the IFU before the contamination occurred. Livanova (B)(4) was not able to provide lab test reports confirming the presence of mycobacterium chimaera, as those were not available. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. Positive specimen were collected on (B)(6) 2015. There is no known patient involvement.